Event description:
Abscess. The reporting physician stated that two of his pts developed subfascial abscesses with prolonged wound drainage subsequent to seprafilm use. Seprafilm was placed under the incision prior to closing. The abscess of one pt extended down into the pelvis (documented by CT scan). Both pts were reported to have recovered without sequelae. The physician assessed the events as possibly related to seprafilm. The physician has not responded to requests for add'l info.